Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included anemia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure. Most recent follow-up information incorporated above includes: on 9-aug-2021: mr received the case become serious incident. Reporter information, date of birth, other relevant history, explant date and surgery type added. Event permanent injury updated to menorrhagia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.